Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to reporter: when they went to fire over an artery, it appeared that the stapler cut and did not staple. No buttress material was used. Along the staple line, no staples were seen. Sutured to correct the issue. Some loose staples were seen in the cavity afterwards. The loose stapler were removed from the cavity while irrigating. Blood loss was 1 liter as a result of this issue, and the operative time was extended by more than 30 minutes. On post-op day 1 the patient was doing well.